Event description:
It was reported that a motor stall due to MRI or other medical procedure occurred. The motor stall was noted in the pump event logs; no motor stall recovery was noted. Several attempts to follow-up with the hcp for additional information were made without success.